Event description:
It was reported that the patients symptoms of low back pain, leg pain and the presence of spondylolithesis returned. Therefore, the patient underwent a indirect decompression spacer explant procedure in order to undergo another procedure. The device was kept by the patient and will not be returned for analysis.

Event description:
It was reported that the patients symptoms of low back, leg pain and the presence of spondylisthesis returned. Therefore, the patient underwent a indirect decompression spacer explant procedure in order to undergo another procedure. The device was kept by the patient and will not be returned for analysis.